Manufacturer narrative:
The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
A home patient's (hp) wife contacted baxter's technical service center. The hp's wife reported that, the hp had accidently disconnected during fill 4 of 5. The homechoice (hc) display showed check your position. Hp's wife thinks hp may have disconnected himself while sleeping. The hp's wife capped off the transfer set with a mini cap. Per initial report, baxter's technical service representative (tsr) assisted the hp's wife to end therapy. The hp's wife was advised to contact the dialysis nurse as soon as possible regarding the incident. The hc unit was operational. The nurse was contacted for follow up information. The nurse said, she was aware of the incident and said that the home patient was given prophylactic antibiotics due to exposure to possible contamination. The nurse said that the hp was doing fine. No patient injury or further medical intervention was indicated at the time of the report.